Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be reproduced. A technical support specialist reached out to the customer and confirmed no issues were found with the device. The system functioned as intended after the technical support specialist troubleshot the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the patient's medication was discontinued in the bd server; however, it remains active in our health information server without a specified stop date. Additionally, it was reported that the nurses were required to override the system in order to access the necessary medications. This incident resulted in a delay in patient care and confirmed no patient harm. There were no adverse events or injuries reported based on this event.